Event description:
The caller stated the tube was put in place in the pt. When the doctor released the clamp, the pilot balloon would not hold air. They recannulated the pt with a different (unspecified) tracheostomy tube.

Manufacturer narrative:
The device history record for the lot number provided will be reviewed. The sample associated to this report is currently in transit to the manufacturing site for investigation. If significant info is identified from the investigation, a summary of the findings will be provided in a supplemental report.